Event description:
Note: the medical facility provided info regarding this event to FDA via submission of a voluntary medwatch report. Reference voluntary report number (B)(4). During an endoscopic procedure, the physician used a cook cautery cord (the specific catalog number was not included and is unk). During an application of cautery, the cord sparked, snapped and emitted a small flame. This occurred at the junction of the forceps handle. The equipment was taken out of use and the pt was examined. No harm to the pt occurred. Additional info regarding this occurrence was unable to be collected because the medical facility contact info was not provided in the voluntary report. Because the lot number of the cord involved in this event was not provided, we were unable to determine the medical facility and collect additional details.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. We could not review the account ordering and shipping history because the medical facility info was not provided. A review of the twelve month complaint history for this product family was conducted. Based on this review, this type of report represents an unusual occurrence. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The cook endoscopy universal active cord is a reusable product that is connected to the electrosurgical power unit at one end and the endoscopic accessory at the other end. The active cord allows the flow of electrosurgical power supplied by the electrosurgical power unit. The active cord is reusable provided that the device integrity remains intact. The instructions for use direct the user to visually inspect the product before use with particular attention to damaged insulation or connections. If an abnormality is detected that would prohibit proper working conditions, the user is instructed not to use the product. The instructions for use direct the user to store the active cord in a loose coil. Wrapping the active cord tightly may cause damage the device. If electrosurgical power is applied to an active cord that is damaged (i.e. Kink, bend, void in outer coating) by activating the electrosurgical power unit, this could cause further damage to the cord resulting in the reported spark, snapping and emitting of a small flame. Prior to distribution, all active cords are subjected to a visual and functional inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity no further action is warranted at this time. This observation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.